Event description:
During routine testing of the device, the user reported the blood pressure monitor failed the srs initialization. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.